Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the shaft, balloon and stent implant and in the guide wire lumen, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were indentations in the distal shaft 7.5 cm proximal to the proximal seal sporadically for a length of 9.5 cm. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube was separated 8.6 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separation. The jacket was stretched and separated at the same location. There were multiple bends and kinks noted to the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Although the patient anatomical conditions were not included in the case information, it was reported that multiple pre-dilations were performed which suggests the anatomy was difficult. Additionally, it was reported the sds was advanced and removed from the anatomy several times, which likely contributed to the difficulties. It is likely that the multiple re-insertions into the anatomy contributed to the hypotube kinking as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation likely contributed to the hypotube ultimately separating. It should be noted the xience v and xience nano everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for hypotube separation for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure, the 2.25 x 15 mm xience nano rx stent system was advanced into the patient anatomy, but was unable to advance to the target lesion. The device was removed from the patient anatomy. A non-abbott stent system was used to complete the procedure. There was no clinically significant delay and no adverse patient effect. Though requested, no additional information was provided. Returned goods lab noted that the device was returned with a separated hypotube. Additional information received indicates that pre-dilatation was performed in the left anterior descending artery using a mini trek dilatation catheter. The xience nano was advanced to the target lesion and was unable to cross. It was removed and re-inserted, but was still unable to advance to the target lesion. The device was removed from the anatomy. Pre-dilatation was performed in the posterior descending artery using the mini trek dilatation catheter and the same xience nano stent system was advanced into the anatomy, but was unable to cross to the target lesion in the posterior descending artery. The stent system was removed and re-inserted into the patient anatomy, but was still unable to advance to the target lesion. The device was removed from the patient anatomy. After removal from the anatomy, it was noted the hypotube had separated.